Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6, -11.0/1.0/094 (sphere/cylinder/axis), implantable collamer lens was into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
B4 - should be corrected to 26-may-2024 in initial MDR. G3 - should be corrected to 26-may-2024 in initial MDR.